Event description:
One pt with discrepant calcium results. Initial result gave 8.8 mg/dl with dilution. Sample repeated twice; with dilution gave 9.0 mg/dl and without dilution gave 9.9 mg/dl. No erroneous results were reported. The field svc rep determined the cause to be a problem with the st1 and st2 chain cables, and replaced cables. Performance tests were performed and within specifications.